Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1806061 implantable port allegedly experienced a fracture. This information was received from one source. This malfunction did involve a patient with no consequences. The male patient's age, and weight were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1806061 implantable port allegedly experienced a fracture. This information was received from one source. This malfunction did involve a patient with no consequences. The male patient's age, and weight were not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned for evaluation. The investigation is confirmed for catheter break issue and wear issue. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11: h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the initial MDR submitted for this malfunction inaccurately reported the MDR date of awareness. The correct MDR date of awareness is (B)(6)2020. H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. H10: g4, h2 h11: g1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1806061 implantable port allegedly experienced a fracture. This information was received from one source. This malfunction did involve a patient with no consequences. The male patient's age, and weight were not provided.

Manufacturer narrative:
H10: the initial MDR submitted for this malfunction inaccurately reported the MDR date of awareness. The correct MDR date of awareness is (B)(6) 2020. H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1806061 implantable port allegedly experienced a fracture. This information was received from one source. This malfunction did involve a patient with no consequences. The male patient's age, and weight were not provided.